Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" was not confirmed based on the review of the archive data and was not verified during the functional testing. However, unrelated to the reported "system error," the archive data indicated several fault 08 (motor controller fault detected) around the customer reported event date and was verified during the functional testing. The root cause for fault 08 was a defective motor controller board, likely attributed to the device's aging. The autopulse platform was manufactured in 2010 and is 11 years old, well past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to fault 08 displayed upon powering on, unrelated to the customer reported complaint. The motor controller's built-in fault detection system signals a fault due to the motor controller board being defective. Upon replacing the defective motor controller board, the platform was re-evaluated through run_in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Following service, the autopulse platform passed the final testing without any fault or error.

Event description:
The customer reported that the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR". The customer provided no further information. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.